Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-mar-25. The patient indicated that the cause of the implant site being swollen, hot, and painful was that the charged battery (within 5 minutes) unusual charge. It set the stimulator on high instantly so they turned it to normal setting/down for their pain. It is still somewhat painful to touch the battery pack but it is normally like that since implant. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. The patient is experiencing a swollen and hot ins. The patient is in pain due to the ins being swollen and hot. It is constant and not related to recharging the ins. There were no trauma/falls related to the issue. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.